Event description:
A surgeon reports five patients with unexpected postoperative refractions following intraocular lens (iol) implant surgery. This report is for the second of five patients. This patient was implanted bilaterally. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/12/2008 and 09/24/2008 by phone, fax, and mail. A completed questionaire has not been received.